Event description:
Boston scientific received information that this system was removed due to infection. The device pocket was also starting to erode. Blood cultures and a pocket swab were negative; however, the physician believed the scar tissue amount was enough to still be harboring the infection. The pt was placed on antibiotics and a new system was successfully implanted. The pt has since been discharged.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.